Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away due to self-inflicted asphyxiation at the hospital. The customer's mother stated that he had had depression and had not been taking his medication, leading up to the event. She stated that the customer had had some discomfort using the sensor, so he had decided to take it off. She reported that he was normally very good about insulin pump therapy, although, he was not eating much and experienced some low blood glucose. The blood glucose reading at the time of death was unknown. She stated that he was wearing the insulin pump at the time of death, which she deduced from the hospital returning the insulin pump to her after he was pronounced dead. The customer's mother did not agree to return the device for analysis yet and did not provide any further details regarding the event. Nothing further reported.